Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to arthrex's follow-up requests. This is one of four submissions from the same patient event. The others are 1220246-2017-00027 ((B)(4)), 1220246-2017-00028 ((B)(4)), and 1220246-2017-00030 ((B)(4)). The device was not returned. During the revision, the surgeon chose to also remove this device which was not returned. Customer will not return the device.

Event description:
It was reported that on (B)(6) 2015 a patient underwent a left tka procedure. On (B)(6) 2017 the surgeon performed a revision left tka due to unexplained pain and loose tibia. During the revision procedure the surgeon explanted the (tibial tray ar-503-tttj, lot 1251021, ((B)(4)), bearing implant ar-513-bj13, lot 113601404 ((B)(4)), femoral implant ar-516-8l, lot 108761335 ((B)(4)) and patella implant ar-504-psc9, lot 113601437 ((B)(4)). To complete the procedure the surgeon used another manufacturer's product. Patient was a male, (B)(6). Patient was in the obese range by bmi at the time of initial which is contraindicated for tka. Patient medical records dated (B)(6) 2016 noted: left knee x-ray findings - prosthesis in place in proper anatomical alignment without rotation, loosening or stress shielding. Records noted patient would start weight loss program to see if it would make any difference. Patient medical records date (B)(6) 2016 noted: patient had a I&d of hematoma 5/18/15. Patient has had embolizations x3, patient was noted to have decreased mobility, pain with sleeping, walking, stairs and all weight bearing activities. Examination of the left knee demonstrated swelling and well healing incision, venous insufficiency leg edema. Palpation of the left knee demonstrated inferior pole patella tenderness as well as both medial and lateral tibial plateau tenderness. Mild effusion of the left knee was noted. Records noted x-rays showed no change since (B)(6) 2016.